Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department. A cardiac resynchronization therapy defibrillator (crt-d) device check was completed and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was observed that t-wave oversensing (twos) on the right ventricular (rv) lead was causing pacing below the lower rate limit. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.